Manufacturer narrative:
Batch review performed on 03 april 2018; lot 177116: (B)(4) items manufactured and released on 23 january 2018. Expiration date: 2023-01-14; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 06 april 2018 by medical affairs: partial hip revision surgery (stem and head) occurred few weeks after primary cementless total hip arthroplasty in a (B)(6) year-old woman. Femoral stem subsided in the early postoperative weeks. Possible reasons of this event could be patient conditions and bone quality but also a slightly undersized stem may have contributed; however, the one projection available does not allow full evaluation of stem fit. The reason of this failure cannot be determined.

Event description:
The patient came in complaining of pain 9 days after the primary. The surgeon determined that the stem had subsided and revised the stem and head. The surgery was completed successfully.